Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 270 mg/dl. While the customer was changing the supplies on the pump, insulin was not observed exiting the infusion set tubing. The customer connected to the pump and resumed insulin delivery. A bolus was delivered to address the bg level. However, the next day the customer's bg was 290 mg/dl and the customer was not sure if the insulin was being delivered. A temp rate was set and a bolus was delivered to address the bg. A system check was performed and the pump was found to be functioning as expected. The customer indicated that the infusion set site would be changed and if necessary, the remainder of the supplies would be changed.